Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, imaging proved challenging. The clip was advanced into the ventricle and became entangled with the septal leaflet. While attempting to disengage the clip from the septal leaflet using lateral steering of the triclip steerable guide catheter (tsgc), the stopcock with an attached pressure line connected to the tsgc hemostatic port made contact with the stabilizer crossbar, resulting in fracture of the hemostatic valve port. Aspiration was subsequently performed. The clip could not be detached from the leaflet and was therefore deployed in its existing position. The tr was reduced to grade 2. The procedure was terminated. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported broken flush port luer appears to be related to user technique/procedural conditions as while attempting to disengage the clip from the anatomy using the tsgc, the pressure line connected to the tsgc flush port made contact with the stabilizer, resulting in the flush port breaking. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.